Manufacturer narrative:
Manufacturer control no. Di980239. The sample has been returned to arrow. Evaluation of the returned sample found that the balloon on the catheter had deteriorated in the center. Balloon deterioration can occur over a period of time due to physical or chemical action of the environment.

Event description:
It was reported that the balloon on the catheter ruptured in situ. There were no patient complications.